Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure using a thermocool® smart touch¿ electrophysiology catheter. Intraoperatively, the patient experienced cardiac tamponade that required pericardiocentesis and surgical intervention. The procedure had to be stopped due to tamponade. Pericardiocentesis was performed; however, bleeding did not get under control. The patient was taken to the operation room. Patient was brought to surgery after 45 min of procedure and surgery took more than 1 hour.

Manufacturer narrative:
E 1. Initial reporter phone : (B)(6). The device has been reported as discarded; therefore, no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device 31059798m number, and no internal action related to the complaint was found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).